Manufacturer narrative:
An event for patient effects of pericardial effusion, tachycardia, cardiac arrest, ventricular fibrillation and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and per event details, the cause of the reported events could not be conclusively determined. It is possible due to procedural conditions, however this cannot be confirmed. There was no allegation of malfunction against the abbott device or procedure. The reported unexpected medical interventions were a result of case-specific circumstances, as pericardiocentesis and CPR were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "the cause of death is procedure related due to a cardiac injury causing an acute pericardial bleeding."

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a non-abbott delivery system. The patient was in sinus rhythm. Transseptal access was inferior and mid. The patient's activated clotting time (act) level was between 250 and 350 seconds. During the procedure the occluder was partially re-captured once. Close criteria were met and the occluder had a tire-shaped compression. The occluder was implanted. Approximately an hour and a half after the procedure the patient was found unresponsive in recovery. Cardiopulmonary resuscitation (CPR) was started and the patient went into ventricular fibrillation. An x-ray was performed and the occluder was in place. Additional CPR was performed. A transthoracic echocardiogram (tte) showed a small, circumferential pericardial effusion in the apex of the heart. Pericardiocentesis was performed. The patient was shocked several times and presented with bouts of ventricular fibrillation, ventricular tachycardia, and asystole. 1500 ml of dark liquid was drained. Another pericardial access was done and 200 ml of liquid was drained. The patient was shocked several more times. At this point CPR had been performed for an hour and twenty minutes. No EKG activity was noted and the patient was pronounced dead. The cause of death was suspected from the pericardial effusion or a stroke but this was unconfirmed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a non-abbott delivery system. The patient was in sinus rhythm. Transseptal access was inferior and mid. The patient's activated clotting time (act) level was between 250 and 350 seconds. During the procedure the occluder was partially re-captured once. Close criteria were met and the occluder had a tire-shaped compression. The occluder was implanted. Approximately an hour and a half after the procedure the patient was found unresponsive in recovery. Cardiopulmonary resuscitation (CPR) was started and the patient went into ventricular fibrillation. An x-ray was performed and the occluder was in place. Additional CPR was performed. A transthoracic echocardiogram (tte) showed a small, circumferential pericardial effusion in the apex of the heart. Pericardiocentesis was performed. The patient was shocked several times and presented with bouts of ventricular fibrillation, ventricular tachycardia, and asystole. 1500 ml of dark liquid was drained. Another pericardial access was done and 200 ml of liquid was drained. The patient was shocked several more times. At this point CPR had been performed for an hour and twenty minutes. No EKG activity was noted and the patient was pronounced dead.